Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse determined that the delivery of buffer and buffer/sample mixture through the electrode was compromised. The cse also determined that the ion selective electrode (ise) pump seals required replacement. The cause of the discordant chloride results was due to worn ise pump seals. The cse replaced the ise pump seals, performed instrument calibration and successfully ran precision and qc. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride results were obtained on four patient samples on an advia 1800 instrument. The discordant chloride results were not reported to the physician(s). The samples were repeated on an alternate system and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.